Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer inspected the system by remotely and confirmed that the system does not start. Rse advised the customer to power switch of the flexvision pc in the machine room b cabinet. After that it started up normally. The system meets the specification for the performed service and is returned to use. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck when the counter reached 00:00. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.